Event description:
It was reported that pump repeatedly displayed cgm error 42 even after customer performed pump reset with technical support. There was no reported adverse impact to the customer. Customer was instructed to continue using current pump and rely on alternate insulin method if necessary.